Event description:
Allegedly primary surgery was performed on (B)(6) 2010. The surgeon found the suspected condition might be armd when the patient received a routine checkup. The surgeon performed revision surgery on (B)(6) 2017.